Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the left ventricular (lv) lead exhibited loss of capture. The lv lead was capped. There were no patient consequences.